Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this lead had dislodged. At this time no intervention has been performed and the lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the lead was the right atrial (ra) lead and it did not dislodge but rather exhibit a rise in pacing threshold measurements. Such a rise was thought to be due to poor positioning during the original implant procedure and there was no allegation of a malfunction made against the ra lead by the field. Surgical intervention was performed and the ra lead was explanted and replaced. No adverse patient effects were reported.